Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The device history records were reviewed for lot number 8695357 and noted there are no conformances that may have caused or contributed to this incident. A review of complaint history records revealed this is the only complaint associated with the complaint device lot number 8695357. Per the instructions for use (IFU), precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was reported to have a basket that was not the correct shape. There are multiple possible causes for the reported issue: procedural factors that could place forces on the basket and cause deformation. Manufacturing issues that could cause the basket to change shape during use. The device could have been damaged during handling and/ or use. Without the device returned for inspection and analysis, a likely cause could not be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, "did not use on a patient due to a defect to the basket". Requested additional information, and on 12jul2018 the customer reported, during cystoscopy with a ureteroscopy, laser lithotripsy, a laser was used to break up the patients' kidney stone prior to the insertion of the ncircle tipless stone extractor. As reported, the ncircle tipless stone extractor was tested prior to usage and found to be in normal working condition, it was used to try and remove a kidney stone from the patient's body when it malfunctioned internally. As reported, this malfunction took place in the patient's ureter, the wires of the basket seemed to have flipped inside/out for no apparent reason. Another basket was used to remove the current stones. As reported, there were no concerns with the patients' anatomy and the size of the stone was quite small, "everything was of normal size". No adverse events have been reported as a result of the alleged malfunction.